Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: the audio bolus button cover was detached from the pump. Unrelated to the original complaint, the battery cap was damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter alleged that the audio bolus button was under-responsive. Reportedly, the audio bolus button cover was damaged. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.